Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2015 at 06:30am. The reporter stated that the patient manages his diabetes by self-adjusting his insulin doses and that he continued to take his usual dose of medication in response to the alleged issue. The reporter claimed that 30 minutes after the meter issue occurred the patient developed a symptom of feeling ¿sick to his stomach¿ however denied receiving any treatment. At the time of troubleshooting, the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This case is being reported because the alleged issue was not resolved with troubleshooting.